Event description:
1994 - to present day has had osteomyetitis hospitalized, multiple infections multiple surgeries, severe pain, constant. Unable to open to eat or chew at times, severe headache, loss of vision, loss of concentration, hearing loss, blurred vision, crack, pop noises, unbearable pain, loss of work. Documents of multiple surgeries "multipalation" and weekly visits to surgeons and physicians, had to have and still on narcotics because of implant and the right jaw shifts to the left, has ruined quality of life, depression. Product malfunction.